Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) pce to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In via lighthouse review logs, errors 319 and 48305 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pce was installed onto a golden system where the component functioned as expected. Then ten power cycles were performed, the ccc left in the golden system to idle for 76 hours with no issues found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the system entered a failure state and displayed a boom fault message that could only be disabled. Error 48305 was observed, and the clinical sales representative (csr) wanted to stow the boom, but it was no longer possible due to the fault. There was no report of patient involvement.